Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
Covidien reference: (B)(4).

Manufacturer narrative:
A covidien technical service engineer (tse) troubleshot this issue with the customer over the phone. The customer declined repair of the device.